Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or additional information becomes available, a supplemental report will be sent ref: (B)(4).

Event description:
Report received from USA stating that the device needed service. Upon receipt, the device was found to have a damaged neuro-tip. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.